Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were stored episodes on the device which showed high frequency, high amplitude noise corresponding to the time of pocket closure from the implant procedure. The noise appeared on both the atrial and ventricular egms (electrograms). It was noted that electro-cautery was used to close the pocket at implant. The device remains in use. No patient complications have been reported as a result of this event.